Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 error code 120.4610. Helped customer with trying to resolve the issue. Issue wasn't resolved due to bad harness and power supply. Customer stated that he would send it in. However, he did say that he will call back for the RMA number.